Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls were out of range for level 2 controls. A siemens customer service engineer (cse) was dispatched to the customer site. The sample 1 (s1) arm auto alignment failed. The s1 mixer was replaced and a new vertical belt was installed on the s1 arm. The alignment of the integrated multisensor technology (imt) and the s1 arm was verified. The system quick check was run and passed. Precision testing and service methods tests (s1 mix) were run and passed. There were no errors in the instrument health report on (B)(6) 2019. The cause of the discordant, falsely low glucose result was potentially due to the poor sample 1 mix. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low glucose (glu) result was obtained on a patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s) and was questioned. The sample was repeated on the same dimension vista instrument, and the repeat result was reported to the physician(s) as a correct result. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glu result.